Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed image disturbance, stripes in the image, and error e217. The event occurred during inspection for use. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Update to d8, h2, h3, h4, h6 , h11. The device was returned to olympus for inspection. The reported failure of error e217 was confirmed but the reported failure of stripes in the image was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the error e217: - due to data error of scope ID. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.